Event description:
It was reported the pt is experiencing pain and discomfort at the ipg site. The pt reported she feels pressure over her ipg site, it feels as if a brick is over the area. F/u info revealed the pt reported increased pain at the ipg site and she cannot sit on her buttock where the ipg is located and she cannot apply much pressure on her right leg. F/u info revealed the pt underwent surgical intervention on (B)(6) 2014, where a new ipg pocket was created on the same site to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.